Event description:
Vet was treating a sedated (B)(6) old german shepherd. The dog was calm, not wiggling around. He made an injection in the lumbar muscle, and it went in cleanly. On withdrawing the needle, it broke off at the white nub just below the blue hub of the needle. The needle remains in the lumbar muscle of the dog. He palpated the muscle in an attempt to get the end of the needle to show through the skin, so he could retrieve it, but was not successful. At this point, he feels the only way to remove the needle will be surgically. The vet explained what happened to the dog's owner, and told him/her that if there are any negative repercussions from this for the dog, that he will take care of it. They agreed to take a "wait and see" approach - not planning to do surgery just yet. He doesn't feel there will be any negative effects for the dog.